Event description:
It was reported that during a pneumonectomy procedure, while trying to make the transection of the pulmonary artery, some staples were partially fired (malformed) and some remained in the instrument. The stapler didn't cut the pulmonary artery. The device only partially stapled and not until the end of the staple line. There wasn't any pt consequence because the surgeons quickly used another stapler, clamping the artery. There was enough space to make the transection of the artery along the cutting line of the reload unit.

Manufacturer narrative:
(B) (4). (B) (4). Results: damaged spring cartridge lockout tab. Evaluation summary: the analysis showed that the device was received in good visual condition and with a reload loaded in the device. The reload was received partially fired and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instructions for use for more info. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch records review was performed and no anomalies were found during the manufacturing process.